Event description:
In (B)(6), 2004 a, "sparc synthetic mesh system" was implanted. It was reported that, "within a few years of the implant procedure," complications from the mesh required additional medical treatment in approximately 2006 through 2011. Other injuries include mesh erosion, erosion into her bladder and chronic pain leading to the need for surgery and will continue to require healthcare services; had suffered and will continue to suffer mental anguish, a diminished quality of life, and chronic pain. Also reported, she has sustained and will continue to sustain personal and permanent injuries, pain and suffering and emotional distress.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.